Event description:
Pt having elective laparoscopic cholecystectomy. While under direct visualization from a previously placed trocar, the 511 trocar was introduced through the abdominal wall. Immediately, the video screen turned bright red and nothing could be visualized. An open laparotomy ensued with small bowel resection to repair perforation and repair of the aortic laceration. When the 511 trocar was removed from the pt, the sharp tip was still exposed. It appeared that the safety sleeve had not been released.